Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin delivery anomalies noted during testing. Device functioning properly during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 417 mg/dl. The customer using the insulin pump system within 48 hours of reported high blood glucose event. The customer declined to troubleshoot for the high blood glucose incident. The customer stated that every time when she was using syringe blood glucose going down but if its on the insulin pump it was not. The insulin pump will be returned for analysis.